Event description:
A customer contacted beckman coulter inc. (Bec) regarding multiple troponin (accutni) results generated by their access 2 immunoassay system that were either erroneously elevated or outside of the assay's stated precision claims. The customer performs all accutni in duplicate; once on the instrument which produced the questioned results and once on a backup access 2 analyzer. Bec review of customer data indicated that 14 patients required corrected reports to be generated as the values obtained on the backup access 2 analyzer were outside of the assay's stated precision claim or within a different clinical category. The results are provided in the attachment. There was no change to or impact to patient treatment in conjunction with this event.

Manufacturer narrative:
All the system parameters (qc, calibration and system checks) were performing within assay/instrument specifications before the event. However, the day prior to and the day of the event the customer's low level accutni qc shifted high with some data points reaching >3sd out of range. Bec hotline assisted customer with performing weekly maintenance (which included changing the aspirate probes) and a routine system check. The system check failed due to an elevated wash mean and %cv (coefficient of variation). Service visit was set up and a field service engineer (fse) went on-site and assisted the customer with replacing the peri-pump tubing. A routine system check and assay qc was then performed and all testing passed within assay/instrument specifications. The cause of the erroneous and imprecise accutni results obtained by the customer is attributed to the peri-pump tubing.